Manufacturer narrative:
Zimmer biomet complaint number - (B)(4). (B)(4). Medical products - femur cemented posterior stabilized (ps) standard right size 7 catalog# 42500606202 lot# 63047085, articular surface fixed bearing posterior stabilized (ps) right 10 mm. Height catalog# 42521400710 lot# 62877763. Event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location unknown.

Event description:
It was reported the patient underwent a knee arthroplasty. Subsequently, the patient underwent a revision procedure due to loosening. The tibia was removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Device was not returned so no product evaluation could be conducted. This device was used for treatment. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. The translated primary surgical notes stated the knee compartments were highly degenerated. After resection of osteophytes, resection of the acl, pcl, and menisci, and dorsal capsule release, bony cuts were completed and provisional components were implemented. Stability was checked at 90 degree flexion and in full extension, and the axis adjustment of the entire leg was checked with the test block. Adequate stability and good patellar tracking. The tibial component was implanted with a slight external rotation to the medial third of the tibial tuberosity. After an abundant rinsing and cleaning of the bone, the final components were cemented in place and sclerotic regions were pre-drilled. After hardening, excess bone cement was carefully removed and the final articular surface was implemented. No deviation from the surgical technique were noted from the translated primary surgical notes. The tibial component was implemented using a competitor's bone cement and no contributing conditions related to the event were reported. The patient's weight was reported as 209 lbs. Per the package insert of the tibial component loosening of the prosthetic knee components is a known potential adverse effect of the tka procedure. The insert also informs that complications and/or failure of prosthetic implants are more likely to occur in heavy patient. A definitive root cause cannot be determined with the information provided. The revision surgical notes were not provided. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.